Event description:
Customer reported with an issue of needle hung up in channel, unable to pass through the tip. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps cover glue peeling (adhesive peels ), handling issue.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the customer reported issue was able to be duplicated as the device biopsy channel was observed pinched and leaking was observed. In addition, the forceps cover glue was found peeling. Leaking found on forceps passage, tear marks noted. Elevator channel w/f (water flow) inlet loose, leaking noted. A-rubber glue (chipped) noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that the event occurred due to the similar reason as other damages. However, it could not determined if the peeling was caused by stress, handling, or other issues. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.